Event description:
It was reported that low impedance was observed. X-ray found externalized conductors. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis found internal insulation abrasion between 8cm to 10cm from the electrode tip. The inner coil was exposed in this location. The etfe coating of the rv cables was abraded. This was the cause of the reported impedance anomaly.